Manufacturer narrative:
The leads were explanted and replaced was not reported in the additional report-1. The verbiage is added to this report. Explant date was missing in the additional report-1. The explant date is added.

Event description:
Device 2 of : reference MFR report#1627487-2018-08239. Additional information identied that leads were explanted and replaced.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08239. Additional information received identified that surgical intervention was undertaken wherein a paddle lead was added at c3 level and a supraorbital lead above right eyebrow. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08239. It was reported the patient experienced inadequate stimulation. X rays confirmed leads had migrated down. As a result, surgical intervention may be pending to address the issue.